Event description:
It was reported that during implant, it was unknown if the lead helix was fully extended. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that tissue was visible inside returned helix, tissue was removed with alcohol, helix then extends and retracts within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.